Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed a sore under her right breast from the lifevest. The patient's physician told the patient to stop wearing a bra over the device to avoid adding pressure to the area. The patient also began applying a bandage over the sore. Follow-up indicated that the sore was healing.